Event description:
As reported, in 2004 this pt was implanted with gore excluder aaa endoprosthesis. A CT scan performed in 2008 demonstrated aneurysm sac growth. Approximately 2 months later, the devices were explanted due to aneurysm enlargement. The pt was found to have multiple type ii endoleaks originating from several large lumbar arteries which were suture ligated. A 20mm hemashield graft was then sewn end-to-end to the aorta with 3-0 prolene suture. The pt's blood loss was approx 5000 ml and necessitated a blood transfusion. The pt is in good condition.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The pt was also implanted with gore excluder aaa endoprothesis pxt261416/lot# 042580607.